Event description:
Follow-up information revealed the patient's ipg site was oozing and slightly open. As such, the system was explanted due to infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
I was reported during a post-op appointment on (B)(6) 2017, the patient's ipg incision site was oozing and slightly open. The physician prescribed the patient two weeks of antibiotics and will follow-up with the patient at a later date to ensure the wound is healing properly.

Event description:
Follow-up information revealed the patient completed the antibiotics and had no signs of infection were present according to lab results. However, the wound is currently open. It was reported the patient wanted to try wound care treatment. As such, no interventions have been planned at this time.